Event description:
Report received from USA stating that the device has damaged bearings. The device used during surgery. No injury or medical interventions occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.